Event description:
A temno 14.5 cm introducer needle was inserted through the patient's chest wall from a lateral approach to the nodule. A fine needle biopsy was taken of the nodule. During the course of this fine needle biopsy, the patient began coughing vigorously 8-10 times. The chiba needle was then withdrawn from the introducer needle and was noted to be bent in at least two places in a z-shaped configuration. An attempt was made to introduce the stylet back into the coaxial needle. This advanced approx 3 cm and no further. The coaxial needle was then removed and it was noted to be broken. Approx 6 cm of the needle was removed. A partial fracture was noted within the piece that was removed which separated quickly on manipulation into two fragments. An immediate image of the patient was obtained using CT fluoroscopy which showed approx 7-8 cm portion of the needle lying within the patient and with approx 3 cm of this residual needle lying within the soft tissues and not within the intrathoracic compartment. The needle was noted to be in a more dependent position, suggesting that it was in the pleural space. The procedure was abandoned. The patient was transferred to the cardiobascular interventional radiology with a view to percutaneously remove the needle fragment using fluoroscopic guidance. Despite multiple attempts to retrieve the needle this was unsuccessful. The needle had migrated into the chest. A low dose CT scan was done to assess the position of the needle. This confirmed the needle was lying within the pleural space in between the left upper and left lower lobe. Case was discussed with surgeon. A small pneumothorax had developed and surgeon decided to take patient to the or to take care of the pneumothorax and remove the broken needle. A vats procedure was done and a chest tube was placed. Patient was discharged on (B)(6) 2011.